Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Sus voluntary event report mw#5086740 received that states: "ischemic right lower extremity secondary to multilevel arterial occlusive disease. We discovered a starclose device on the anterior wall of the origin of the deep femoral artery. Once the artery was opened, it was revealed that this was near totally occlusive as the back wall had been pinched with the starclose device causing almost complete obstruction of this vessel. FDA safety report ID# (B)(4). " the facility reporter was contacted and stated the patient had arteriotomy closure with the starclose device at another hospital. Patient subsequently underwent vascular surgical procedure to restore flow. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: right common femoral arteriotomy closure was achieved using the starclose se on an unknown date. On (B)(6) 2019, the patient was admitted to hospital due to a non-healing 4th/5th toe ulceration that began in (B)(6) 2018. The patient reportedly had pain and darkening skin on the foot for the last month. No additional information was provided.

Manufacturer narrative:
Patient codes: 1994 labeled. Internal file number - (B)(4). Corrections: device evaluated by MFR - the device was originally reported as returning. Additional information reported the device is not available for return; MFR site - reg#; date of event - estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.